Event description:
The dealer states the commode is uneven and wobbly. The dealer did not provide additional details on the patent as apparently the issue was discovered upon receipt of the original order. Took lot number from order. We did not speak directly with dealer to verify. It does not appear to be valid.